Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection and pain.

Event description:
USA. Allegedly a patient who underwent a breast surgery augmentation (B)(6) 2025, develop an infection on both breasts and presents pain. Revision surgery was required (B)(6).